Event description:
The event occurred on an unspecified date involving a chemolock¿ port where it was reported that at around 19:40, the primary rn walked into the patient's room in the inpatient oncology (kpv 13) to find his chemo line disconnected from his PICC line. The patient reported that it came "unhooked" while ambulating and that only a small amount of the chemo leaked onto his left arm. The patient did not report any pain or itching at the site. A small amount of chemotherapy was noted on the floor of the patient¿s room. Was patient involved but no report of human harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause cannot be determined. The device history review (DHR) cannot be conducted without the lot number.